Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, the plasmablade device remained active on coag when the button was released. There was no adverse effect to the patient reported. Biomedical engineering later tested the generator and confirmed the issue with another plasmablade device.